Event description:
A customer contacted beckman coulter inc. (Bci) in regards to an unexpectedly elevated hybritech prostate specific antigen (hyb psa) result generated by unicel dxc 600i synchron access clinical system for one post-prostatectomy patient. The result was reported out of the laboratory and was questioned by the clinician. Subsequent testing produced lower results of 0.00 ng/ml, which better matched the patient's clinical presentation. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
The samples were centrifuged for 10 minutes at 3500 rpm and all testing was performed on primary tubes. Qc was within the established ranges prior to and after the event. A routine system check was performed on (B)(6) 2010, and the results were within the instrument specifications. The customer repeated other hyb-psa samples from the time of the event, but is not questioning any other results. Service was declined by the customer. A definitive root cause for the event has not been determined to date.